Event description:
It was reported that the leads dislodged and became twisted. The pt was hospitalized for four days. Ancef was administered, and the leads were replaced. An incisional hernia occurred and was later repaired. No other complications were reported.